Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving gablofen 2,000 mcg/ml at 1,000 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity and multiple sclerosis. It was reported that the patient's pump was alarming. The patient went in to see their healthcare professional and the logs were read. The logs showed multiple low battery reset occurred. The pump went into safe mode infusing at a rate of 12.8 mcg/day. The diagnosis of pump malfunction was made at that time. The patient experienced an increase in spasticity and mental confusion. There were no environment/external patient factors that may have led or contributed to the issue. Surgery to replace the device was scheduled for (B)(6) 2016. The issue was not resolved at the time of report. The event date was reported as (B)(6) 2016. The patient's status at the time of report was alive - with injury. The patient was admitted and placed in the critical unit. Additional information was received from a company representative. A low battery reset, safe state occurred on (B)(6) 2016. The pump was replaced on (B)(6) 2016. The pump was alarming and could not silenced prior to sending it back for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found high battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.